Event description:
It was reported that the patient faced adhesive failure allows movement which bends the cannula event on 19 may 2026. Patient had bleeding which led to hyperglycemia and was treated with manual injection.

Manufacturer narrative:
E1: patient city: kayseri. Patient country: turkey. Zip: 38030. E1: name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.